Event description:
It was reported that the customer's transmitter was not flashing green, when connected to the sensor. The customer's blood glucose level was 220 mg/dl. She also received a sensor error. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. The 1 of 2 sensors failed for low readings. One remaining sensor passed per specification with accurate readings.